Event description:
During a follow-up visit with the account rep, the surgeon noted that he did not like the design of the aortic punch and that it caused flaking from a diseased aortic wall. The surgeon stated that the flaking caused the pt to suffer from tia (transient schemic attack). The pt recovered later and is reported to be doing fine.